Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5180145 / 5180313.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was causing discomfort and was no longer taking a charge. The patient underwent an explant procedure. The explanted ipg and leads were discarded by the medical facility.